Manufacturer narrative:
Complaint is confirmed. Functional testing plugging in an ar-9800f found issues with the footswitch cable connector, it moves in and out. Visual evaluation, no problem found. The original warranty seal was present and completed. The manufacturing date of the device is 2018-12. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Event description:
On 7/12/2023, it was reported by a sales representative via sems that an ar-9800 syngergyrf console had an issue. The plug in for the foot pedal has been pulled out, causing the console not to work properly when the foot pedal is being used. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.